Event description:
It was reported that during a low anterior resection, the device was being fired across the low colon, rectum area. The tissue was noted to be thick. While using a blue reload after firing, some of the staples did not form all the way. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. See scanned page.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.